Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bumps with some broken skin. The patient has a history of sensitive skin and has known a known allergy to latex. There was no alleged device malfunction contributing to the irritation. The patient used neosporin and a florasone cream her doctor previously prescribed, on her own. There was no evidence the cream was prescribed for the current irritation. A doctor did see the current irritation but did not prescribe medication or give any recommendations for the rash. The medical outcome is unknown.